Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has experienced a fracture of the prosthetic broken neck on the left side.

Manufacturer narrative:
Patient name now received.